Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a insulin pump. Connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return insertion needle.

Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received lost sensor signal. During troubleshooting, customer stated that the sensor cannula appears to be missing. Blood glucose level at the time of the incident was 170 mg/dl. The customer was instructed with the proper insertion techniques and site location. No product was returned for analysis.